Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced fluctuating blood glucose while using the ilet bionic pancreas, with a low of 60 mg/dl following a breakfast meal announcement that was treated with additional carbohydrates, followed by a rise to 256 mg/dl which later began to level off. No device alerts or alarms were reported. The reported symptoms included hypoglycemia followed by hyperglycemia. Outcomes included user troubleshooting and education, continued home monitoring, and no medical care, hospitalization, or emergency treatment. The investigation included review of the user report and troubleshooting guidance. Review of the case revealed no device malfunction, no alarm activity, and no identified device component issues. The event was consistent with glycemic variability related to user therapy and carbohydrate intake. Based on previously established findings for similar reports, the cause was inconclusive and remains unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.